Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. Please note that this event involves two devices for which the product info is not available. In addition, it is not known whether the alleged malfunction is associated with one or both of the devices. The event investigation is currently underway.

Event description:
It was reported that two stents were twisted. The physician attempted to perform angioplasty, but was unsuccessful.